Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer slightly over filled cartridges with insulin. No impact to the customer¿s blood glucose. Customer declined to provide further information or troubleshoot with tandem technical support.